Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported when the patient turned stimulation on, the stimulation felt like a headache and was in their hand. It was noted this was a sudden change in therapy/symptoms. Indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.